Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection, and the reported failure of over insufflation was not confirmed. In addition, blackout and the control regulator board failure were reportable malfunctions that were also identified during the device evaluation. Based on the results of the investigation, and since the device malfunction of the over insufflation was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit exhibited over insufflation. The unspecified procedure occurred during set up /inspection for use (during set up in room / before patient in room). Unsure as to how the procedure was completed. There were no reports of patient or user harm, injury, or death.